Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed evidence of short battery life. Investigators performed pump rewind, load, and prime with no loss of power. Battery cap height and width measurements were in specifications. The current readings were above normal. Opened pump inspected pc board, and removed u33. The current was reduced by 50%. Then removed u31 and current returned to specifications. A scratched lens was also found during investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the u31 and u33 component failed. This report is made based on results of investigation completed on (B)(4) 2013.